Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose in the 40 mg/dl range at the time of the incident. The customer did not bolus and had the pump suspended but still went low. The customer was at 43 to 47 mg/dl at the time of admission, and 136 mg/dl at the time of the call. The customer used food and was given intravenous dextrose, juice, and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed. The customer was discharged from the hospital on (B)(6) 2018. The customer had a high with dka the week prior to the call and ended up being hospitalized. The pump was exposed to a MRI machine. The insulin pump will not be returned for analysis.